Event description:
Customer reported inform system blood glucose results of 398 mg/dl & 598 mg/dl, lab result of 98 mg/dl within 10 minutes. Customer reported no pt symptoms and did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.